Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. Prior to sensor insertion the area was prepped with alcohol. According to the patient, on (B)(6) 2026, they experienced a skin reaction with itching, burning sensation, inflammation, pustules and an infection that extended beyond the patch perimeter. The patient went to the emergency department (ed) and an healthcare provider performed incision and drainage to remove the pus. It was unknown what type of surgical instrument was used. No anesthesia was reported. No further treatment was reported. There was no documentation of further medical intervention. No photo or other details were provided. At the time of report, the patient¿s condition was unspecified. No data or product was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.